Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead (ra) was an attempted implant due to sensing issues, threshold issues, and helix mechanism issues. In addition the physician attempted to reposition the lead several times, and the lead dislodged. Another (ra) lead of the same model, was implanted successfully. No adverse patient effects were reported. This lead is expected to be returned for analysis.

Event description:
It was reported that this right atrial lead (ra) was an attempted implant due to sensing issues, threshold issues, and helix mechanism issues. The physician attempted to reposition the lead several times, and the lead dislodged. Another (ra) lead of the same model, was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. The lead tip appears intact and undamaged. Normal lead resistance measurements, and passed hipot testing. Inspection showed no conductor issues. Laboratory analysis was unable to conclusively determine the root cause of the reported clinic observations.